Manufacturer narrative:
Investigation summary. Pain in extremity: the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. Arrhythmia: in order to make a root cause determination, additional clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Hematoma: the cause of the hematoma was not determined since the product was not returned and sufficient clinical information was not provided. Purge leak - pump: as per the clinical details, the pump sidearm was found to be leaking during the field run. Data log review was not required for this case. The cause of the purge leak pump issue was not determined since the product was not returned for investigation and sufficient clinical information was not provided. Device history review: the pump (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient in cardiogenic shock with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. Prior to impella 5.5 support, the patient had an intro-aortic balloon pump (iabp) placed and was supported for 13 days. The medical team decided to escalate the patient from the iabp to the impella 5.5 for an advanced option workup. It was reported that on the second day of support; the patient experienced an episode of ventricular tachycardia (vt) during the previous night. Dobutamine was turned off and the vt did not recur, and the impella position was confirmed with echocardiography. The following day it was reported that the patient had another episode of vt and to resolve they adjusted the amiodarone medications. Of note, there were no impella related issues reported, and a plan was made for a formal echocardiogram to verify impella position. The impella position was confirmed to be well placed within the left ventricle. On the 21st day of support, the patient was noted to have hematoma in their right arm, located below the cutdown site where the impella 5.5 was inserted. No interventions were reported to resolve the hematoma, and a week later it was noted to have improved. The following day, on day 29 of support, the site was noted to be stable but swollen. On day 31 of support, the site was still noted to be swollen but was improving. On day 32 of support, the patient complaint of pain in the right arm and it was noted that the hematoma was resolving. The nerve pain in the arm persisted over the next several days, and a nerve block was ordered to resolve the pain. On day 46 of support, the patient experienced ectopy overnight. The impella was found to be too deep, and the pump was repositioned. The following night, there were suction alarms that occurred, and the echocardiography showed the impella deep. The impella was repositioned, and impella flows improved from 3.7 to 4.2 l/min. The next day it was reported that the purge arm was wet, and there appeared to be an intermittent purge leak. The following day the purge side arm was still noted to be leaking. The source of leak was unable to be located, however pump flows and pressures remained unchanged and there was no impact on patient support noted. The patient remains on impella support as of the writing of this report.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: analysis summery: pain in extremity: the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. Arrhythmia: in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Hematoma: the cause of the hematoma was not determined since the product was not returned and sufficient clinical information was not provided. Purge leak: pump: as per the clinical details, the pump sidearm was found to be leaking during the field run. Data log review was not required for this case. The cause of the purge leak pump issue was not determined since the product was not returned for investigation and sufficient clinical information was not provided. Device history lot: device batch: 1911719. Device history batch: subcomponent lot: na. Device history review: the pump sn (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
Additional information has been provided in h6. This report is submitted as a follow up to provide additional information obtained after the initial MDR submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Correction: b2, g3 date of event and date received by manufacturer have been corrected. Correction h6: additional health effect - impact code was omitted from previous report. This report is submitted as a follow up to provide additional information obtained after the initial MDR submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.